Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 259 mg/dl. The customer stated that he is unsure if the insulin pump is giving insulin. The customer stated the she was not getting any alarms from his insulin pump. The tech was trying to determine what course of action to take for troubleshoot. The customer did not like the tech approach and hung up. No further detail given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.